Event description:
Received an electronic report from a hemodialysis user facility who has reported that during treatment, the heparin line separated from the bloodline. The blood was able to be reinfused back to the patient, and as a result, no blood loss occurred. A new line was set up, and the dialysis treatment was resumed. The patient reportedly was able to complete prescribed dialysis therapy as ordered. The patient was then discharged to home once the dialysis treatmenty had been completed. There was no ill effect to the patient from this event. A sample is available for an evaluation.